Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports developing cavities, periodontal disease and inflammation/bleeding in the gums so the dentist suggested to pause using the aligners which have not been used for months.